Event description:
The device was used during an esophageal pouch procedure. Reportedly, after firing, there was bleeding from the pt's mouth and nose. The surgeon converted to an open procedure to complete the procedure. The surgeon stated the instrument is not the cause of this. The hosp has reported the pt's condition is satisfactory.